Event description:
Boston scientific received information that the patient with this device experienced occasional blackouts, fainting and lightheadedness. Programming changes were made to alleviate the patient's symptoms. The patient presented to the hospital as the symptoms remained. There were stored episodes of ventricular tachycardia (vt) which did not appear to be true vt. Boston scientific technical services (ts) reviewed the device data and confirmed that the stored episodes were a result of fast minute ventilation response in the clinic. It was suspected the av delay was too long causing retrograde conduction and resulting in the patient's symptoms. In this case, the retrograde p-waves are most likely undersensed because of atrial auto sense after the atrial paced beats. As this device was nearing elective replacement indicator (eri), it was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.